Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, crease flat. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a striated edge opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: more than three striated edge opening on anterior side assessed as surgical damage.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation".

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.